Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result = 124.39 miu/ml, repeat was <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 33507ud00 and the complaint issue. The overall performance of architect total b-hcg reagent was reviewed using field data from customers worldwide. The median value of the negative patient population tested with lot 33507ud00 is within the established limits, indicating that the performance is acceptable. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 33507ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect total b-hcg reagent for lot 33507ud00 was identified.

Manufacturer narrative:
This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.